Manufacturer narrative:
The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that a flow diverter stent was used in an embolization procedure of multiple aneurysms in the right c5-c6 segments of the internal carotid artery (ica). Reportedly during prepping, the stent could not be opened when deployed in-vitro. After troubleshooting, the stent still could not be opened while navigating the curve in-vivo. An occlusion balloon catheter system was then used for balloon expansion of the stent. After exchange and re-insertion, rapid contrast media leakage was observed. After withdrawal of the balloon catheter, a perforation (tear) was found at the distal end of the balloon. The balloon was removed and replaced with a new balloon of the same mode, which fully expand the stent, and the procedure was completed. There was no report of injury to the patient and outcome reported as "normal."